Event description:
It was reported that during testing the pump exhibited intermittent feeding. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: device returned on 22-may-2024. One pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer's reported problem. The investigation determined the cause of the issue is the expulsor. The expulsor was replaced.